Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt contacted animas alleging that the pump was not responding to down and ok button presses. The pt denied that the pump was exposed to water. She also denied that keypad was peeling or damaged.